Event description:
Cuts and laceration to inner cheek - mouth [mouth injury], cuts and laceration to the gums [gingival injury], pain - mouth [oral pain], brush head snaps off - oral-b [device breakage]. Case narrative: a parent reported via e-mail stating that the oral-b toothbrush head snapped off of their son's oral-b 1500 crossaction toothbrush, leaving the metal point rod exposed. This resulted in cuts and lacerations to his inner cheek and the gums, causing pain. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.